Event description:
It was reported that the user announced a meal as a correction, indicating use of meal announcements for correction dosing rather than for carbohydrate intake. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no alarms, and no hospitalization. Investigation included troubleshooting and education provided to the user regarding correct use of meal announcements. Investigation of this case revealed user technique as the likely contributor, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user error related to meal announcement use was the probable cause.